Event description:
Per the clinic, it was reported that the patient experienced a compromised electrode array due to a middle ear infection. Subsequently, the patient underwent revision surgery on (B)(6) 2020, to clean the middle ear. During the procedure, the ball electrode was snipped and removed and the receiver stimulator body and the cochlea insitu array were left insitu. The device will be explanted, and the patient will be reimplanted at a later date.